Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing large ketones and blood glucose (bg) level ranging between 350-360 mg/dl. Customer was treated with an insulin drip and fluids. Customer was also reported to be ill at the time of the event. During troubleshooting, tandem technical support found an incomplete bolus alert in pump history. The cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). Customer acknowledged. Customer was released from the hospital on (B)(6) 2018 with no permanent damage.